Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the patient who has an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's therapy had quit working for the lower portion of their legs. It was noted that three of the lead electrodes (3, 5 and 6) have gone bad/burnt out, and they think the leads will need to be replaced. The cause of the high impedances has not yet been determined but the nursing staff was going to send a note to the patient's doctor to see if a x-ray should be ordered. The patient will be meeting with another rep on (B)(6), 2018 for additional reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the loss of therapy to the patient's legs has not been resolved. The rep is unsure what steps will be taken to resolve the loss of therapy. The patient does not have any appointments scheduled at this time. The cause of the high impedances is unknown and this information has been confirmed with the physician/account. No further information was reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back stating that they tried to get a hold of their rep but was unable to. The patient noted that they have to get their surgery scheduled before the (B)(6) 2018 to be considered for compensation. The patient reiterated that the lead was thought to be broken as only half of the electrodes worked, but that x-rays showed no kinks or bends in the lead. Additional information received from the rep reiterated that there were impedances over 10,000 omhs on the 6/5 bi-pole on electrodes 0-7. Group impedance was checked when giving a very small amount of current with multiple anodes and cathodes on the 0-7 electrodes. The patient was discussing revision with their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the patient had some high impedances values earlier in the years. They stated that the patient had high impedances on the two electrodes that were providing the best coverage. The rep indicated that now all electrodes on the lead are completely out. They noted that electrodes 0-7 are greater than 10,000 ohms. The rep stated that the 8-15 electrodes are all good in terms of impedances. They added that they also ran several group impedances using electrodes on the 0-7, and the values are greater than 4,000 ohms. The rep inquired if there is any further troubleshooting that could be done. Technical services reviewed the possibility of an x-ray. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient expressed concerns regarding not feeling stimulation in their right leg. The patient hadn't fallen and an impedance test showed electrodes 3, 5, and 6 were over 10,000 ohms. They programmed around these electrodes and were able to provide the patient with some coverage in their leg but it wasn't quite the same feeling. They reported the issue had been resolved at the time of the report. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative (rep). It was reported that prior to seeing the rep in (B)(6) 2018 the stimulation to the right leg had quit working, and was then getting the positional stimulation. The patient was able to sit in a chair with their lumbar and pushed against their back and was able to move forward 30 degrees, which would yield stimulation. But, if they moved 35 degrees, then they would not feel stimulation. There was no fall or trauma that could have caused the issue. The rep reported that the patient had some electrodes with out of range impedances. It was noted the patient was schedule to meet with a rep for programming on (B)(6) 2018, at which point the patient was going to ask about next steps. No further complications were reported or anticipated

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that one of the patient's leads were replaced on (B)(6). They removed the lead that was not working and the manufacturing representative (rep) stated that the lead was destroyed in the process because it had scarred into place. The rep stated that as a result he currently does not have any parts of the lead to send back for analysis. No further patient symptoms or complications were reported in this event.